Event description:
Revision surgery - due to the patient presenting 6 weeks post-operation with a fractured proximal humerus. The surgeon decided to go in and replace the 32 glenosphere with a 36. He put in a new 8mm spacer, poly and recemented in the same stem.

Manufacturer narrative:
The reason for this revision surgery was a fractured proximal humerus. The previous surgery and the revision detailed in this investigation occurred 56 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. . There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to a fracture. The device and its associated concomitant devices were within their respective expiration date at the time of use during the previous surgery. Customer complaint history of the reported device (s) showed no present trends or on-going issues that are in need of review. There were no findings during this investigation that indicate that the reported device (s) was the source or had a direct connection with the patient's fracture. There are multiple factors that may contribute to fracture that are outside of the control of djo surgical are, patient activities, trauma and patient bone density. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to a fracture and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.